Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900239 investigation did not show issues related to the complaint. The device investigation has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the surgeon has been using this device in the past without problems. Regrettably, he experienced 2 failed devices consecutively in a row with catalog# ae05ml (auto endo5 ml) both devices were unable to clip despite the dr fired 5 to 6 times.